Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is possible that the foil and tyvek pouches were opened at the account and the coil and device were inadvertently inserted back into the chipboard box for future use; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Reportedly, a 3.0x23mm xience alpine stent delivery system (sds) was pulled from the shelving at the site; however, when the device was opened for use, the sds was in the dispenser coil without the foil and tyvek pouches. The device was not used. There was no patient involvement. The procedure was successfully completed with a new 3.0x23mm xience alpine sds. There was no clinically significant delay in the procedure. No additional information was provided.